Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Device evaluated by MFR?, (B)(4) : device evaluation is not necessary as the wound dehiscence is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was implanted for the first time at the time of report. The patient has obsessive compulsive disorder (ocd) and was at risk for picking at the vns site. The surgical site was sewed, glued, steri-stripped, and padded with bandaging. However despite this the patient was found to be picking through all of the bandaging and they could not get him to stop picking at the incision site itself. Information was last received that per the patient's mother the patient is doing well and back to school. No surgical intervention has been reported to date. No additional relevant information has been received to date.